Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks for noise in primary vector. The patient was exercising when shocks were delivered. The noise appeared like muscle noise and could be reproduced in the clinic. Noise was present in both primary and secondary vectors, therefore the physician reprogrammed to alternate. R-wave amplitude was low measuring around 0.8 mv and the physician was concerned about sensing ventricular fibrillation (vf). Boston scientific technical services (ts) discussed that r-wave amplitudes measuring 0.8 mv is small, but not too bad as they are large enough for the smart pass filter to engage since amplitudes are greater than 0.5 mv. Ts discussed defibrillation threshold (dft) testing would confirm if device would be able to sense vf properly. Impedances were also on the higher end (131 ohms). X-rays were taken, which confirmed the same location as implant. It was noted the patient did lose a significant amount of weight though. Dfts were later done and sensing was fine. It took three attempts, but the patient finally converted with 80 joules in reversed polarity. Final note on implant location is that the electrode has migrated more medially. The patient was implanted using the 2-incision technique. The shock impedance after dfts was still higher, around 125 ohms, therefore ts discussed the electrode is likely still in adipose tissue despite weight loss. The physicians have elected to not surgically intervene at this point.